Manufacturer narrative:
The patient's race and ethnicity were provided as (B)(6) by the initial reporter. Multiple follow-ups were conducted to obtain additional information and to retrieve reported product; however, there was no response. Once the evaluation is completed or new information is obtained, a supplemental report will be submitted.

Event description:
It was reported that an inclusive tapered implant failed to osseointegrate. The implant was extracted about 5 months after it was implanted. The implant site has type 3 bone quality. The implant site was not infected. The patient was reported to have upper jaw radiotherapy prior to having dental implantation. There was reported of bone loss around the radiotherapy zone. Besides prior radiotherapy treatment, the patient has no other relevant pre-existing condition. There was no abnormality with the implant. The patient was reported to be doing good. Please reference 3011649314-2018-00021 / (B)(4) for the 2nd device used on the same patient.

Manufacturer narrative:
Corrected data to section lot no. Was changed from 603305 to 6049751. (B)(4).

Manufacturer narrative:
Additional information was received regarding the size of the implant; therefore, corrections were made to update size and product info. Implant size from inclusive tapered implant 4.27 mmd x 8 mml x 3.5 mmp to inclusive tapered implant 3.7 mmd x 11.5 mml x 3.5 mmp. Model - from 70-1070-imp0033 to 70-1070-imp0032. Exp date - from 25-feb-2021 to 06-may-2021. UDI number was provided. Mfg date - from 25-feb-2016 to 06-may-2016. The device was returned and evaluated. A visual and radiographic inspection was performed and found no deviations.¬ the critical parameters were measured and found no deviations, no defects, nor non-conformities. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site, due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. A warning provided in the IFU states "absolute success cannot be guaranteed. Factors such as infection, disease, and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration. Precautions are provided in the IFU that state, minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. For best results, please observe the following precautions: · all drilling procedures should be performed at 2000 rpm or less under continual, copious irrigation. Per the reported information the patient had type iii bone quality. It has been shown that the quality and quantity of bone available at the implant site are very important local patient factors in determining the success of dental implants. It is difficult to obtain implant anchorage in bone that is not very dense. Type iii: a thin layer of cortical bone that surrounds a core of dense trabecular bone. Therefore, the patient's bone quality may have been a factor in the failed osseointegration of the implant. No abnormality with the implant was confirmed, this event will be tracked and trended.

Manufacturer narrative:
Information was inadvertently changed; therefore, the following sections were corrected: patient identifier was changed from (B)(6). Lot no. Was changed from 6049751 to 6026787. The UDI # was changed from (B)(4). From serious injury to malfunction.